Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Stryker observed that the device was able to power on with a battery, however the device was unable to power on under ac power only. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Stryker observed that the device was able to power on with a battery, however the device was unable to power on under ac power only. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to duplicate the reported issue of the device being unable to power on under ac and dc power. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.